Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s current blood glucose level was 436 mg/dl. The customer¿s blood glucose level was 285 mg/dl at the time of incident. The insulin pump alarmed no delivery. Customer reported that insulin exited and pump alarmed during manual prime. The insulin pump will not be returned for analysis.